Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited high out of range pacing impedances on a non-bsc lead due to a spring contact issue. Currently, this device remains in service. No adverse patient effects were reported.